Manufacturer narrative:
(B)(4). Results: (endoleak), (anatomy related, type ii endoleak and mildly tortuous iliac arteries). Conclusion: (anatomy related, type ii endoleak and mildly tortuous iliac arteries).

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of a 5.0cm abdominal aortic aneurysm approximately 12 months ago. Aortic neck was 20 mm in diameter and 15 mm long. Iliacs were mildly tortuous. During the index procedure, the main device was placed via the right side. A type IV endoleak was noted at implant and left untreated and resolved by the 1 month follow-up. Also, at the 1 month follow up, a type ii endoleak from the lumbar and ima was noted. At the 6 month and 1 year follow up, the x-rays showed stent graft kinking of the right iliac. No intervention was reported. (Ref MFR 2953200-2011-00181). Additional information received 3 weeks ago, reported that the controlateral limb in the left iliac had a persistent, post index, type I leak which was corrected with a 26x26x40 cuff. No clinical sequelae were reported, and the pt is fine.